Manufacturer narrative:
(B)(4). The device has not been rec'd for analysis. The lot number is unk, therefore, further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).

Event description:
It was reported by the eye care professional (ecp) that a pt was diagnosed with a corneal ulcer in the left eye while wearing trial lenses. The pt was referred to a corneal specialist. Add'l info rec'd from the ecp via an adverse event form on (B)(6) 2014, stating that the pt was diagnosed with a corneal ulcer in the left eye on (B)(6) 2014. The pt experienced mild pain/discomfort, mild redness, watery discharge, and no anterior chamber reaction. The location of the ulcer is unspecified. There was one peripheral infiltrate present up to 1mm in size. There was mild to moderate corneal staining that covered <50% of the cornea. There was mild scarring noted. The pt was prescribed ofloxacin 0.3% oph solution lgt os q30 min x 2d q4h post bedtime, 1gt os qih x 4 days, and 1gt os qid x 2 days. The pt had a f/u appointment scheduled on (B)(6) 2014. The pt has not resumed lens wear at this time, and the ulcer has not healed. Add'l info has been requested but not yet rec'd.